Manufacturer narrative:
Information regarding previously reported normal primary cell battery depletion reported in regulatory report #(B)(4).

Event description:
Additional information was received on 2016-06-10 from the patient and on 2016-06-13 from the manufacturer representative that reported that the patient's batteries were depleting quickly. The most recent batteries that were replaced depleted in (B)(6) 2015 and she had to wait until now to replace because she was in school. The batteries die out fast. The manufacturer representative reported that the patient had a replacement on her 2 inss about a month prior to the report of the additional information. The manufacturer representative was made aware of the need for replacement in (B)(6) 2015. Additional review of information received in (B)(6) from the manufacturer representative included conflicting information regarding the patient's insistence that they had a primary cell battery implanted for cervical stimulation. Despite the report of normal primary cell battery depletion, manufacturer's records indicate that the explanted device was a rechargeable device. Information regarding previously reported normal primary cell battery depletion reported in regulatory report #(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient reported via the manufacturer's representative (rep) their device was displaying the elective replacement indicator (eri) when interrogated. According to the rep. It wasn't because of any known overdischarge events. No patient symptoms were reported. On (B)(6) the rep. Reported the patient's device was in overdischarge. They tried three times to restart the battery but were unable to bring it out of overdischarge. It was noted this was the device for the cervical area. The device was going to be replaced in (B)(6) 2016 due to the patient's school schedule. Relevant medical history includes other chronic/intract pain (trunk/limbs) and non-malignant pain.